Manufacturer narrative:
Date of birth: unknown. The initial reporter also notified the FDA on 21-jun-2022. Medwatch report # (B)(4) investigation summary: one sample of infusion set 10942011 was submitted for quality investigation. The customer complaint of component damage - no leak - luer-lock collar breakage was verified by visual inspection. Evaluation of the infusion set revealed that the distal luer lock connector was missing its threaded securement collar, and does not have the ability to stay connected and secured to a corresponding female luer connection. A device history record review for model 10942011 lot number 21105837 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6)2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen on the sample submitted could not be fully determined based on the threaded securement collar of the male luer connector not being submitted for evaluation. Issues similar to this complaint have shown that a probable causes for the luer collar to break off are that the securement collar is tighten too tight and when disconnection is attempted, the securement collar cracks and breaks off the infusion set, or the securement collar was just tighten too tight causing the securement collar to crack, and finally, an antiseptic solution was applied to the male luer connector in order to disinfect the connector before connection weakening the chemical integrity of the component allowing it to crack and/or break with minimal connection force. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the luer lock on the bd alaris¿ lvp 20d set broke. The following information was provided by the initial reporter: when connecting the tubing together the luer-lock on primary IV tubing broke.